Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove (part number (B)(4). Batch 343537) and the 2.3mm x 18mm locking cortical peg (part number (B)(4). Batch 588581) were examined visually under magnification. The cortical peg showed significant signs of damage. The top of the screw thread was significantly deformed, worn, and scratched. The threads on the top of the peg, beneath the head, were deformed, flattened and shiny and anodization was worn off along the length of the peg showing additional areas of wear and deformation and clear areas of wear resembling threads around the smooth shaft. As the peg was removed after driver breakage, it is not possible to determine how much of the damage observed was caused by the removal process. The overall driver length was measured to confirm fracture point. The driver measured approximately 2.687", indicated that about 0.063" of the drivers' tip broke off. Torsional and oblique fracture patterns were identified. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery while inserting the locking screw, the driver tip broke. The surgeon was able to remove the broken piece. The surgery was completed after a 20-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00377 for the screw involved in this event.